Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg. It was noted that the ipg was flipped. The patient underwent an ipg replacement procedure. No device malfunction was suspected as the actual site was the issue. The patient was doing well postoperatively.